Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("bleeding") in a 40-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2009, the patient had essure inserted. In 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), alopecia ("hair loss"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant) and adnexa uteri pain ("fallopian tube pain"). The patient was treated with surgery (to remove the essure hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, vaginal haemorrhage, menorrhagia and adnexa uteri pain had resolved and the alopecia was resolving. The reporter considered adnexa uteri pain, alopecia, genital haemorrhage, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in 2009: total bilateral occlusion most recent follow-up information incorporated above includes: on 18-jun-2018: plaintiff fact sheet received. Events added from pfs- abnormal bleeding (vaginal, menorrhagia), hair loss, fallopian tube pain. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("bleeding") in a 40-year-old female patient who had essure (batch no. 634989) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included uterine fibroids, uterine myoma, renal disease, dermoid cyst of ovary, parakeratosis, hyperplasia, uterine leiomyoma and grand multiparity. On (B)(6)2009, the patient had essure inserted. In 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), alopecia ("hair loss"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant) and adnexa uteri pain ("fallopian tube pain"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes), oophorectomy). Essure was removed on (B)(6)2017 . At the time of the report, the pelvic pain, genital haemorrhage, vaginal haemorrhage, menorrhagia and adnexa uteri pain had resolved and the alopecia was resolving. The reporter considered adnexa uteri pain, alopecia, genital haemorrhage, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: the essure® device was deployed into the right tubes and two trailing coils were noted. The procedure was then repeated the left tube and trailing five coils were noted. At this point all instruments were removed from the vagina. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in august 2009: results: total bilateral occlusion. Ultrasound pelvis - on (B)(6)2016 : due to heavy menses. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6)2018 : quality-safety evaluation of ptc incident we received a lot number/returned sample in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("bleeding") in a 40-year-old female patient who had essure (batch no. 634989) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included uterine fibroids, uterine myoma, renal disease, dermoid cyst of ovary, parakeratosis, hyperplasia, uterine leiomyoma and grand multiparity. On (B)(6) 2009, the patient had essure inserted. In 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), alopecia ("hair loss"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant) and adnexa uteri pain ("fallopian tube pain"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes), oophorectomy). Essure was removed on 19-jul-2017. At the time of the report, the pelvic pain, genital haemorrhage, vaginal haemorrhage, menorrhagia and adnexa uteri pain had resolved and the alopecia was resolving. The reporter considered adnexa uteri pain, alopecia, genital haemorrhage, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: the essure® device was deployed into the right tubes and two trailing coils were noted. The procedure was then repeated the left tube and trailing five coils were noted. At this point all instruments were removed from the vagina. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in august 2009: total bilateral occlusion a pelvic ultrasound was performed on 23-dec-2016 due to heavy menses. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: pelvic pain. Most recent follow-up information incorporated above includes: on 31-oct-2018: pfs and mr received: reporters added. Insertion date updated. Lot number added. Concomitant diseases added. Unstructured relevant test added. Lab data date added. Auto-narrative supplement added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. In (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (to remove the essure). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided on a supplemental report.